Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a button on the defibrillator failed. There was no reported patient involvement.

Event description:
The customer reported a button on the defibrillator failed. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. It is unknown if the device was in use when the problem occurred.